Manufacturer narrative:
(B)(4).

Event description:
No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2021. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.